Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the brake and brake/steer casters at the foot of the bed were broken. He replaced the casters and the caster supports to repair the bed.